Manufacturer narrative:
It was reported that the complaint is not related to cochlear product. The complaint is not reportable since there is no evidence of allegation of deficiencies against any cochlear devices. This report is submitted on sep 16, 2021.

Manufacturer narrative:
This report is submitted on august 19, 2021.

Event description:
Per the clinic, the patient experienced an infection and skin overgrowth at the abutment site. Additional information has been requested but it has not been made available as of the date of this report.